Manufacturer narrative:
Product ID, neu_unknown_lead lot#, serial# unknown, explanted: 2013 (B)(6), product type lead product ID, 3708260 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2013 (B)(6), product type extension product ID, 3550-29 lot#, explanted: 2013 (B)(6), product type accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the ins model 37712 serial (B)(4) found no significant anomaly. The battery had reduced capacity due to overdischarge. Analysis of the extension model 3708260 serial (B)(4) found no significant anomaly. The body was cut through and the product segmented. Analysis of the plug model unknown lot unknown found no anomaly.

Event description:
It was reported that the patient underwent a complete scs replacement of the lead and neurostimulator due to ineffective stimulation. It was reported that there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial # unknown. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was not having therapeutic stimulation covering the areas of pain. The reporter stated that all impedances were within normal ranges. Reprogramming was attempted but was unsuccessful. It was unclear if this meant the device could not be reprogrammed or if the reprogramming was unable to cover the areas of pain. There were no symptoms and the patient suffered no injury or adverse event. Five days later, it was reported that no malfunctions were seen and the cause of the issue wasn't determined. An x-ray was taken at an unknown time. It was reported that a lead revision and possible implantable neurostimulator replacement were scheduled for (B)(6) 2013. It was noted that the patient was receiving sub-therapeutic stimulation. A follow-up report will be made if additional information becomes available.